Manufacturer narrative:
Follow-up #1: date of submission 08/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: moisture damage observed in battery compartment. Cracked battery compartment from threads to case seal left of grip pad. Leak test failed due to battery compartment leak. Opened pump, moisture damage observed on motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.